Event description:
The clinical events committee adjudicated that the stroke occurred one day prior to that previously reported.

Event description:
Event date confirmed as (B)(6)-2011. Investigator reported that the event was not related to the study device.

Event description:
An endeavor sprint rx drug eluting stent was implanted in the mid lad during the index procedure. It is reported that the patient suffered a stroke approximately 13 months post the index procedure.

Event description:
It is reported that the patient suffered a cva/stroke approximately 5.5 months post index procedure. The patient was treated with medication. Investigator indicated that the reported event was unrelated to study device. It is reported that patient recovered. Date of stroke confirmed as the (B)(6) 2011.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (cva/stroke).